Event description:
It was reported the pt used her right hand to punch in numbers for the atm and received a shock in her left arm, causing the arm to rise. The pt was unable to lower her arm until a store clerk used a refrigerator magnet to turn her device off.